Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer's parent stated that the insulin pump was no longer alarming for high or low glucose alerts. The high or low alerts were turned on and the alarm history displayed high or low alerts, however, the customer's parent and the customer stated that they did not hear the alerts and did not feel the vibration. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.